Event description:
Based on the results of a similar investigation (MDR 1220063-2010-00050/(B)(4)), this complaint is now determined to be reportable. It was reported that the alarm limits changed sporadically without any effort and that after discharging of patients, all alarm limits except ECG switched off partly. The biomed department of the hospital and draeger service checked the monitors but could not find a failure. There was no pt injury reported. (B)(4).

Manufacturer narrative:
No printscreens from the gamma monitor were available from the date of event, (B)(6)2010. The logs draeger received from the multiview workstation and ids do not indicate any alarm limit changes with the bedside monitor. The root cause is unknown. The biomed department of the hospital and the drager service checked the monitors but could not find a failure. There have been no reported incidences of pt monitor alarm setting changes without user input. No actions are planned by draeger at this time. Draeger will continue to monitor for similar reports by this condition.